Manufacturer narrative:
Patient's identifier was not provided. If the requested information becomes available, supplementary report will be submitted. Implant and explant dates are unknown. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.

Event description:
Per complaint (B)(4), claim form received with missing information and contacted customer for additional information.

Manufacturer narrative:
Follow-up submitted to report device evaluation.